Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. The device ga-1140000:lsq00213 was installed in the facility on (B)(6) 2020 and the most recent pm was done on (B)(6) 2022. Service engineer tested the device and advised: "observed customer reported issue, patient got burnt during treatment. Talked to cx, and issue could have occurred due to use of different setting than that patient skin type but for precaution replaced the coolant, checked the cool tip temp which is in range and calibrated both handpieces. Issue resolved. Preventative maintenance performed per lumenis specifications. Software-firmware is the newest revision, 1.1.1.15. Unit calibrated, tested, and operational; ready for customer utilization." Device malfunction wasn't the suspected cause of the adverse event. According to the information received there was no device malfunction. Clinical evaluation wasn't performed in 30 days frame, therefore lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by lsq device.